Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezd2593 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
The facility reported that the patient allegedly developed uedvt seven days post insertion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported complaint that the patient allegedly developed uedvt seven days post insertion is inconclusive. A 4.5 fr x 7cm microintroducer was returned for evaluation. The introducer sheath had not been split, which indicates that the product was not used to place the 4 fr powerpicc that was implicated by the complainant. The returned product shows no correlation with the alleged incident. Venous thrombosis is listed as a possible complication in the IFU. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.